Event description:
It was reported that during a gastric bypass, the echelon stapler got stuck during the firing cycle and during the second stroke, the blade did not move and even after releasing the manual release lever many times, the stapler did not open at all. The device did not fire and the knife blade did not retract. There was too much tension on the anastomosis and eventually it had to be sutured. The firing wasn't complete and then had to be sutured as margins were very less for another firing. It was a new gun with only five firings done.

Manufacturer narrative:
(B)(4). Jammed clip. Eval summary: the analysis found that one ec60 device was returned with the anvil closed; the shrouds open and with a white cartridge reload loaded. The cartridge was received fully fired and with damage on the cartridge deck. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test could be performed due to the condition of the returned device. A batch record review was performed and no anomalies were found during the manufacturing process.